Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated, but not yet begun this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during a robotic pyeloplasty procedure, during ureteral stent placement, the stent of a c-flex double pigtail ureteral stent set broke into pieces when the stent was being wetted with saline. The procedure was continued without stent placement. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. There were no adverse effects to the patient reported.

Event description:
Cook received three user facility reports 23jun2025, which included additional and corrected information: the procedure being performed was a robotic pyeloplasty with left ureteral stent placement. When the surgeon wet the stent it broke in their hands. A non- cook stent was used to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: a2, a3a, a4, a5, b5 corrected information b5, d9 h3: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d8 investigation ¿ evaluation: it was reported during a robotic pyeloplasty procedure, during ureteral stent placement, the stent of a c-flex double pigtail ureteral stent set broke into pieces when the stent was being wetted with saline. The procedure was continued without stent placement. Cook received three user facility reports 23jun2025, which included additional and corrected information: the procedure being performed was a robotic pyeloplasty with left ureteral stent placement. When the surgeon wet the stent it broke in their hands. A non- cook stent was used to complete the procedure. There were no adverse effects to the patient reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not received despite the customer shipping it.; therefore, no physical examinations could be performed. The customer did send pictures of the broken stent. The stent can be seen to be separated in the middle. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformance's relevant to the failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: ¿precautions: improper handling can seriously weaken the stent. ¿ ¿how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.¿ based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.